Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 29-aug-2020, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported that they spoke with their company representative who advised them to call for a replacement communicator. The patient¿s communicator was not working; the communicator won't charge and showing yellow lights on when plugged in. The patient stated that they already tried changing the charging cord but still it won't charge. The patient tried to connect to their pump and get a service code 388 (communicator battery is low). The issue started 2 weeks ago. The patient stated that there was no visible damage on the communicator, and the charger was not loose. A request was sent to repair department to replace the communicator.